Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers had failed, and main drawers 3.1 and 3.2 were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that smart half height drawers 3.1 and 3.2 were not detected on the bus. The connections on the pyxis bus module controller were reseated, but the issue remained. The pyxis bus module controller was then replaced, after which both sub drawers functioned properly. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.